Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unit was able to charge properly. 3 attempts were made to connect and sync device. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly. No physical damage to connector pins or cow catcher was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection.

Event description:
Medtronic received information that no communication (unresolved), cannot find sensor signal occurred. There was no adverse impact or consequence reported as a result of this event.